Event description:
(B)(6) described injecting the nasolabial folds with one 1.5 cc radiesse syringe mixed with 0.3 cc 2% lidocaine. No blanching or increased redness, swelling or bruising within 24 hours post injection. Pt reported redness and pain to the left nasolabial fold, cheek and inside of mouth five days after her treatment. Dr (B)(6) at the facility initiated bactrim x 7 days for infection. As no improvement was noted, add'l course of bactrim x 7 days was continued. During the course of treatment there were no pustules, oozing crusting, tissue slough or fever. Cultures were not obtained. The infection resolved. The pt currently has a hyper-pigmented brown spot near the nasolabial fold, and was treated with ipl and microderm; the area is becoming lighter but not cleared. During consultation with merz aesthetics, technique and pertinent anatomy when injecting nasolabial folds were reviewed; the injector utilized a linear retrograde fanning. She used a topical anesthetic and cleansed skin with alcohol prior to treatment. The pt may be experiencing post-inflammatory pigmentation vs discoloration from hypoxic tissue due to current hyper-pigmentation.

Manufacturer narrative:
The device history records for lot 1027095 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.